Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient called to report that every time they go to church they have an "episode."the patient was wondering if it had anything to do with the speakers or instruments at church. Follow-up with the clinic was conducted but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.